Event description:
It was reported the patient bumped into closet door handle and felt a shock down both legs. The patient had bruising at battery site. Impedance testing and reprogramming were performed. The patient had pain and swelling at the device pocket. Impedances were normal and the device was working the same. The patient just wanted to check.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. Product ID: neu_recharger_acc, product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).